Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and one month later, computed tomography (CT) revealed that there was caval perforation. There was grade 3 perforation of 12 o¿ clock leg to abut duodenum. Grade 2 perforation of 11 o¿ clock strut was 0.55 cm and 1 o¿ clock strut was 0.35 cm. There were multiple grade 1 perforations. There was tilt noted: 13.57-degrees coronal and 15.65-degrees sagittal. The apex of the filter abutted posterior left side of inferior vena cava. There was no migration. The 10 o¿ clock strut appeared to be fractured proximally. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 03/2013),g3 h11: h6(result and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately seven years and one month post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter tilted and filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately seven years and one month post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter tilted and filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.